Event description:
It was reported that the customer received an "altitude" alarm during bolus delivery. The customer's blood glucose level was 485 mg/dl. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in cleaning the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.